Event description:
The customer reported failure to acquire leads and pads paddles ECG. There was no patient impact.

Manufacturer narrative:
The customer reported failure to acquire leads and pads paddles ECG which could impact the delivery of therapy. There was no patient impact. The customer reported their biomed department had confirmed the failure and resolved the failure by replacing the control pca.